Event description:
The pt underwent surgery due to medical conditions, namely otitis media. During this surgery, the surgeon had to dissect the tissue around the conductor link and was not sure. If he has harmed the implant. So he left the implant in place. After this surgery, the pt could not hear anymore with the audio processor. Re-implantation with a bonebridge is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: based on the information received the patient had a surgery to treat an unrelated middle ear infection. During the surgical procedure the conductive link was inadvertently damaged, so it was necessary to replace the vorp. Before that surgery the device was functional and the patient was receiving benefit from it. Other damages found are most likely due to explantation surgery. This is a final report.

Event description:
The patient underwent surgery due to medical conditions, namely otitis media. During this surgery the surgeon had to dissect the tissue around the conductor link and was not sure, if he has harmed the implant, so he left the implant in place. After this surgery the patient could not hear anymore with the audio processor. Implant check indicated a device malfunction. The patient was re-implanted with a bone conduction implant (bci).

Manufacturer narrative:
Based on the received information, it is assumed that the device got during a device unrelated surgical procedure. No date for surgery is scheduled yet, but it will probably take place in autumn. If and when the device is explanted, the complaint will be re-opened and the device investigated.

Event description:
The patient underwent surgery due to medical conditions, namely otitis media. During this surgery, the surgeon had to dissect the tissue around the conductor link and was not sure, if he has harmed the implant. So he left the implant in place. After this surgery the patient could not hear anymore with the audio processor.